Event description:
It was reported that the right atrial (ra) lead became kinked during the implant procedure. The ra lead was explanted and replaced to resolve the event, and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of a kinked atrial lead was not confirmed. As received, a complete lead was returned for analysis. A visual and x-ray inspection of the lead revealed no anomalies. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts.